Manufacturer narrative:
The actual device was discarded; however, two (2) photographs of the sample were provided for evaluation. The returned photograph was visually inspected and an unknown black particulate matter was identified on the patient connector. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a particulate matter (pm) was observed at the patient connector of an ultra set disposable disconnect y-set. The registered nurse (rn) discovered the pm at home and after peritoneal dialysis (pd) treatment was completed. There was no patient injury or medical intervention associated with this event. No additional information is available.